Manufacturer narrative:
(B)(4). Batch # r57z8c. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information received: the device was locked out at the firing on the jejunum. The jaws did not open after clamping the target tissue. The device was used on the jejunum. It seemed that the device was locked out when the sales rep checked the device after the procedure. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? It seemed that the device was locked out when the sales rep checked the device. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? No. The event occurred when the target tissue was clamped. Did the device deploy staples? No information. If so, were the staples in the proper closed b-formation? No information. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? No information. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? No information. Was the knife return switch attempted before using the manual override to open the device? No information. Did the jaws eventually open? No information. No further information will be provided.

Event description:
It was reported that during a laparoscopic ileus surgery, the device was locked out at the firing on the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number: r57z8c. The analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.